Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient could not turn their stimulation up. They also could not feel it stimulating their bladder. It was found that the therapy was not on, so they turned it on and the issue was resolved. They didn't know how the stimulation got turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.